Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complaint of chest pain. Ultra sound confirmed a pericardial effusion from perforation of the right ventricular (rv) lead. A pericardial puncture and drain was performed. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.